Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to high out of range shock impedance. The measurement at implant was 90 ohms and the most recent measurement was 124 ohms, with a frequent amount of fluctuation on trend. The presenting electrogram showed a clean/artifact free shock channel. The rv lead remains in service.